Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she called for assistance with carelink but mentioned having issues with low blood glucose. Customer stated that her doctor believes that the low blood glucose is not related to the pump. Customer's blood glucose is 194 mg/dl. Customer drank apple juice on the (B)(6) to correct the issues. Customer has been experiencing low blood glucose for about 3 weeks off and on. Customer's blood glucose readings were in the 60's mg/dl on (B)(6) 2014 and then it was 54 mg/dl in the morning and 37 mg/dl at night on (B)(6) 2014. Customer stated that she has been having anxiety and was on medication that was affecting her blood glucose. Customer has since stopped taking it as of (B)(6) 2014. Customer started the medication on (B)(6) 2014. Customer was assisted in performing the displacement test and passed the test. Customer mentioned that the pump was exposed to a cat scan. Customer was told that she could use the pump while having the test down. Customer was advised to monitor.